Manufacturer narrative:
D2b: pro code (product code): dxf reported here as the pro code name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, a versacross connect for faradrive access solutions kit was selected for use. During insertion of the rf wire into the body of the patient, the coating on the proximal part of the rf wire peeled off. The procedure was completed with another of the same device. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in block d2a and d2b in section d. Suspect medical device. Investigation summary: with all the available information, boston scientific concludes the coating issue event is confirmed based on analysis of the returned device as the proximal coating damage was observed through visual inspection. Through dimensional testing, the versacross rf wire body and proximal outer diameter were within specification. However, the outer diameter at the polytetrafluoroethylene (ptfe) bunching location was out of specification. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the versacross connect access solution for faradrive confirmed that the event of a coating issue is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all the available information the root cause of the coating issue cannot be determined with certainty based on the information available, and the conclusion code cause linked to device but unable to trace more specifically was selected. Through dimensional testing, the versacross rf wire body and proximal outer diameter were within specification. However, the outer diameter at the ptfe bunching location was out of specification.

Event description:
It was reported that during a farapulse procedure, a versacross connect for faradrive access solutions kit was selected for use. During insertion of the rf wire into the body of the patient, the coating on the proximal part of the rf wire peeled off. The procedure was completed with another of the same device. No patient complications were reported. The device has been returned for analysis.